Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing rib stimulation due to lead placement. Surgical intervention was undertaken on (B)(6) 2019 to replace the lead. Effective therapy was restored postoperatively.